Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional medical treatment and procedures. According to the physician, a follow up medical appointment on (B)(6) 2009 revealed a minor part of the tape was visible in the suprapubic area. The physician applied a local anesthetic and excised the visible portion. The patient returned to the physician's office in (B)(6) 2009 (date unknown) to be examined for possible vaginal mesh erosion. The physician prescribed estrogen cream. The patient returned to the physician's office in (B)(6) 2010 (date unknown) complaining of closure of the mesh exposure. The physician did not perform any procedures and no medication was prescribed. The patient returned again in (B)(6) 2010 (date unknown) where the mesh was excised once again. A final follow up visit in (B)(6) 2010 (date unknown) reported the patient had healed with no complaints or evidence of erosion. All other information is unknown and unavailable.